Manufacturer narrative:
The investigation has been completed since the original report was submitted. The device was not returned by the user facility for investigation. Based on the clinical details, the root cause of the priming issue is due to use as the nurse used the incorrect purge solution. D.4 revised expiration date as previously entered incorrectly. D.6a and d.6b revised from the initial submission in accordance with updated procedures.g.1 revised manufacturing site fax number as previously entered incorrectly. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
A 70-year-old female (unknown race and ethnicity) patient received hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention (hrpci). During preparation, the user accidentally added a physiological saline solution as a purge solution instead of the prescribed glucose solution. Sodium chloride can cause corrosion in the impella pump, which is why warnings are included in the IFU. The error was discovered and corrected within minutes. The impella cp heart pump was only used for two hours during the pci procedure, which was completed successfully. Isolated diastolic aspiration of the impella cp and slightly restricted mean pump flow were observed several times, with the patient's blood volume status adequate.